Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose and also had under delivering insulin. The customer¿s current blood glucose level was 16.4 mmol/l at time of incident and current blood glucose level 22.2 mmol/l. The customer¿s current blood glucose level were 5 mmol/l, 7 mmol/l, 16.4 mmol/l, 18.2 mmol/l, 15.7 mmol/l, 14.6 mmol/l and 17.8 mmol/l. The customer was treated with pump. The customer was stated that they had high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.